Manufacturer narrative:
The hill-rom tech found the communication cable needed to be replaced. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable; include the male and female pins in the plug. A search of the hill-rom maintenance records hill-rom performed preventative maintenance on this bed from 2010 to 2012. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not send to the nurses' station. The bed was located in the repair area at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).